Event description:
It was reported that post lead implant, infection set in (serratia marcescence +). Per the healthcare professional, the leads were explanted on (B)(6) 2022. The issue was resolved at this time.

Manufacturer narrative:
Continuation of concomitant medical products: product ID b32000, lot# 082m27121, implanted: (B)(6) 2022, explanted: (B)(6) 2022, product type: accessory p, ubd: 28-sep-2023, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.